Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The devices identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not provided by the patient at the time of this report. MFR# reference: (B)(4). Please reference 2032546-2019-00008 for patient's right eye (od).

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported the following. After undergoing bilateral cataract plus stent procedures, the patient reported that the stent in the right eye had either "moved" or was "implanted incorrectly" and the pressure was in ¿high 30¿s¿. The patient reported loss of vision in the right eye, which has improved following the implantation of an al med shunt. Additionally, the patient reported haze in the left eye postoperatively. The patient is reserved to undergo a "laser" procedure to treat haze. The patient also noted that other than haze, the left eye is ¿great¿. This report references the patient's left eye (os).